Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 was filed under a separate medwatch report number. Attachment: article "venous occlusion after incidental edge-to-edge suturing of a venous valve using suture-mediated closure devices".

Event description:
It was reported via an article that venotomy closure of four access sites in the right common femoral vein was attempted with four prostyle devices after an ablation interventional procedure using a 5f, 7f, and two 8.5f sheaths. Reportedly, hemostasis was not achieved with two of the prostyle devices. Manual compression was applied, but swelling occurred. Oral anticoagulant was given to the patient. The next day, the patient reported that the pain and swelling had worsened. Computed tomography (CT) and ultrasound revealed that the vein was dilated, suggesting there was stagnant venous flow. It was suspected that an occlusion had occurred. Surgery was recommended to the patient, but was initially refused. Heparin was given; however, the symptoms persisted. Another CT scan revealed multiple thrombi in the vein. On day 5 post index procedure, surgery was performed. It was discovered that two sutures with intact knots were found to be placed on a bicuspid valve, obstructing the valve opening. The thrombi were found distal of the obstructed valve opening. The thrombi and all four sutures were removed. Hemostasis was achieved via surgical suturing. After the surgery, the pain and swelling resolved and no further thrombi were observed with the twice daily use of 5mg of apixaban. Details are listed in the attached article, titled "venous occlusion after incidental edge-to-edge suturing of a venous valve using suture-mediated closure devices". Follow up with the account confirmed that the two prostyle sutures that did not achieve hemostasis were the malpositioned sutures which caused the occlusion. The sutures of the other two prostyles referenced in the article had worked as intended but were removed due to the surgery. Additionally, it was confirmed that the thrombus (thrombi)was related to the occlusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The patient effects of swelling, pain, thrombosis, occlusion and medication are listed in the prostyle instructions for use, as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.